Manufacturer narrative:
The pump was received with intermittent button response due to unlocked lcd keypad connector. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states their up and down arrows have been having intermittent response. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.